Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer powered up to a "fuzzy" screen and the media processing unit was replaced. Product ID 2067l radio frequency programmer head; product ID 229047 software analyzer.

Event description:
It was reported that the programmer screen was fuzzy, it was not possible to see parameters etc. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.